Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the led display segments were incorrectly illuminated due to fluid ingress on the system board. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the middle segment of the top left corner of the display is missing. No known impact or consequence to patient.